Event description:
Safeskin corporation was served with the following lawsuit: plaintiff's claim alleges the following injuries: shortness of breath, rhinitis, respiratory problems, tightness in chest, dizziness, tachycardia, swelling of eyelids and lips, skin rashes, hives, contact dermatitis, urticaria, extreme discomfort, depression, and emotional distress.